Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device was received and evaluated. Visually, the device seems fairly worn. The device seems to be rusty, more excessively on the pedals. Peeled coating was visible, visual nicks, and scratches were observed, indicating heavily usage in the field. Via functional testing the complaint device was connected to a test generator. Default settings were present, indicating the device was recognized by the generator. By using a test electrode, the complaint device was tested, the complaint device functions as intended. Only the peeling coating failure can be confirmed and the other reported failure "will not coagulate" cannot be confirmed. Possible root cause for the rust found on the device could be exposure to moisture over time (saline). We cannot discern a root cause for the other reported failure will not coagulate. A device history record (DHR) review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4). Associated medwatch report number: 1221934-2018-55477.

Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported by the customer via phone that prior to an unspecified surgical procedure, it was observed that the coagulation button on two vapr 3 footswitch devices did not function. The customer stated the paint was also peeling off the devices. The case was completed with another like-device with no patient harm or delay. The customer was not present for the case and could not provide any additional information. The devices are being returned for evaluation. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.